Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed the patient¿s implantable cardiac monitor (icm) had an alert for false pause episode due to under-sensing. No intervention was performed, and the physician elected to continue monitoring the patient. The patient was stable.